Event description:
The customer reported high blood glucose levels for the past few days. Troubleshooting was performed, and the daily totals did not add up correctly. The insulin pump passed the prime test, but failed the high pressure test. The customer also stated that her glucose meter is not giving correct blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.